Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic stent placement and left carotid-subclavian bypass procedure. Reportedly, after successfully flushing the marker lumen with saline prior to use, there was still no bleed back from the marker lumen. The sutures of two new prostyle device were successfully pre-placed. The sheath was upsized to a 24fr and the interventional thoracic stent placement and left carotid-subclavian bypass procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported marker lumen blockage was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported marker lumen obstruction of flow appears to be related to circumstances of the procedure. The reported marker lumen blockage (no bleed back from the marker lumen) appears to be related to under insertion of the device. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #: updated from 4110541 to 4092442. D4 - expiration date: updated from 10/31/2026 to 8/31/2026. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 11/5/2024 to 9/24/2024.